Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery life last less than a week, battery failed alarms and insulin flow blocked alarms. The customer reported no adverse event. The event involved product(s) mmt-243a, mmt-1884, mmt-332a. Troubleshooting was not performed. Insulin flow block issue is a past event and issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-243a. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on properly and no failed batt alerts were noted. Unit passed the rewind test, prime/seating test, sleep current measurement test, active current measurement test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery or lowbatt alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that a lowbatt was recorded on (B)(6) 2025 at 11:39:00.000. However, not enough data to confirm charge/battery lasts less than expected and no delivery/occlusion alarms. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was received with battery tube threads - cracked, label damage (peeling), cracked belt clip rails, scratched case and stained keypad overlay. In conclusion, customer concerns were not confirm during testing. Unit was tested successfully, and no unexpected no delivery alarms or battery alerts noted. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.